Event description:
This tube is falling apart. Looks like the 'glue' isn't holding the canula to the neck flange. A previous incident was also reported stating the inner canula fell down into pt's trachea and had to be removed from their trachia in the or. No other information or product was provided for the previous incident to enable a determination to be made.